Manufacturer narrative:
No report of patient involvement. The distributor performed a checkout of the equipment and confirmed the unit had a system reset error. The control board was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit was not ventilating as expected. There was no report of patient involvement.